Event description:
Patient in or for abdominosacral colpopexy. The first screw was inserted. On insertion of the second screw, the pt began to hemorrhage. The procedure was aborted. The pt was taken to interventional radiology for an embolization procedure. The bleeding continued, and the pt was returned to the or for further intervention. The pt returned to surgery in 2007.